Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor that could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition and the information provided by the customer. The patient weighing over 400 pounds was lying with his legs over the side rails over time causing constant pressure on the side rail. Photographic evidence provided revealed that the side rail was fully detached. According to the instruction for use for citadel plus bed (IFU 831.374 rev. I), the safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or an approved service agent should be contacted. Sum up, arjo device failed to meet its performance specification since the side rail detached. The bed was in use when the issue was detected. The complaint was decided to be reportable due to the side rail detachment.

Event description:
The side rail panel detachment was observed by the arjo representative during pick-up of the bed. The screws holding the panel to the metal plate were ripped off. The bed frame was in use by a patient when the failure occurred. No injury occurred.